Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a spinning spiros¿ where it was reported particles were noted in an infusion bag of dostarlimab used in a clinical study. The prepared infusion contained many small white particles. A report for the product dostarlimab was already made, but this time it concerned a different study (azur-2, protocol (B)(4), sponsor glaxosmithkline pharmaceuticals). Infusion was prepared a second time with new dostarlimab vials but without the use of chemoclave, i.e. With syringe and needle and no particles were observed. The pharmacy manual of this study states that this product may be prepared with chemoclave, so it was assumed that compatibility tests have already been performed. The event occurred during reconstitution of the imp. The event was detected prior to direct patient use. Patient was not harmed, infusion bag with particles was not dispensed nor administered. There was a delay in critical therapy. The device was changed out/replaced with no further problems encountered. Ng device(s) available to be tested.

Manufacturer narrative:
Updated information: d9. Investigation summary: the complaint of particulate matter on item 011-ch2000s cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.